Manufacturer narrative:
(B)(4). A carefusion technical support representative provided the user facility biomed with information pertaining to the possible causes of the "xdcr fault" alarm including the part numbers of parts whose failure could cause or contribute to the cause of the "xdcr fault" alarm.

Event description:
The user facility biomed reported that during per-use checks the device alarmed "xdcr fault". The user facility biomed is not factory trained on this device model and was requesting information on the possible causes of the "xdcr fault" alarm.